Manufacturer narrative:
Zimmer biomet complaint number (B)(4). An osseotite® implant 4 x 10mm (oss410) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage, bone, damage from the removal process and a fracture at the collar. Device history record (DHR) electronic copy is not available for review. The investigation will be reopened and updated upon fulfilment of this request. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product is within specifications. Complaint history review was performed for the reported lot number (252896) for similar event (complaint category keyword: dental : functional : fracture : implant) and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Event description:
Doctor reported the implant in tooth location 46 fractured at the collar region and was removed. A bone graft was performed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Additional device information unknown / not provided. Device manufacturer date unknown / not provided.